Event description:
Report received from (B)(6) that stated the following: "the set presented leakage on the connection." No info was provided including if the leak occurred during or prior to pt use, if there was any adverse pt effects, any delay of therapy critical to any pt, or the identification of the critical reporter. Hospira's medical intervention is complete; however, if additional info is received a supplemental report will be submitted.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.